Event description:
Patient was placed on veno venous support with a cardiohelp and hls module 7.0 on (B)(6) 2013. The act was around 170 at initiation of therapy. After 1-2 minutes on support, the flow through the circuit began to drop significantly. Clotting was suspected so a second hls module was primed. The patient's act was adjusted to a level above 2000 and the patient was placed on the second circuit without issue. There was no patient injury reported. The customer has disposed of the sample and the lot number is still unknown. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The product was discarded by the customer and the lot number is still unknown. The assumption is that the first oxygenator clotted and the flow began to drop. Without receiving the sample for investigation the exact root cause cannot be determined. Manufacturing records cannot be reviewed without a lot number.